Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 250 mcg/ml baclofen at a dose of 93 mcg/ml via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient presented to the emergency department (ed) with an alarming pump. It was stated that there were no obvious environmental, external, or patient factors that may have led to or contributed to the event, but it was perhaps not addressing the alarm earlier. The representative was called in to read the pump, which they did and noted his low reservoir alarm activated on (B)(6) 2017 and empty reservoir alarm activated on (B)(6) 2017. The emergency room (ER) hcp called the managing hcp and gave the patient a prescription for oral baclofen. The low reservoir alarm was expected to activate on (B)(6) 2017. The patient had no symptoms of withdrawal. Surgical intervention did not occur and was not planned. The patient weight was unknown. The issue was not resolved and the patient status was alive with no injury. There were no further complications expected or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2017-apr-04. It was reported that the cause of the empty pump was that the patient did not follow-up for a refill. It was indicated that the patient¿s weight at the time of the event was unknown and noted that they had a stable weight. No further complications were reported or anticipated.